Event description:
It was reported that guide wire tip detachment occurred. The 70-80% stenosed target lesion was located in the severely tortuous and moderately calcified left main coronary artery. A 185cm j-tip pt²¿ guide wire was selected for use and advanced to the target lesion. During the procedure, it was noticed that the device had low support, the tip bends easily and the device was more flexible. The physician had to manipulate the guide wire many times but the tip of the wire broke. The fragment was then removed by making a loop using a goose neck tie. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).